Event description:
It was reported that a patient received an invalid sensor reading (thermistor 1) warning during power up of their liberty select cycler before their peritoneal dialysis (pd) treatment. The patient pressed ok but the warning reoccurred. The patient removed all items on the scare except for the heater bag. It was also reported that the screen of the cycler has been dimming over time. The display screen was set to 10. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indication of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The plastic, male connector on the heater tray was falling into the heater tray bracket when inserting the heater tray wire harness into the male connector. The male connector on the heater tray bracket was examined underneath and there were no visible discrepancies. Mushroom head check passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without any failures or problems. System air leak test passed. The cycler passed the temp test, heater test and heater calibration diagnostics checks. Device history record - post-ast: blank display while running post ast. Rework: replaced defective front panel assembly 5/1/2023. The reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.